Manufacturer narrative:
The pump was programmed with multiple boluses and monitored. All bolus deliveries were shown properly in the bolus history screen. No unexpected no reservoir alerts or low reservoir alarms were noted during testing. No reservoir alerts noted and the low reservoir alarm features functioned properly during testing. The pump passed the pump self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump kept alarming for no reservoir. The customer states the drive support cap is recessed. The customer's blood glucose level at the time of incident was 400mg/dl. The customer treated with the pump. The customer states their levels had been as low as 36mg/dl. The customer treated with food and drink. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.